Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. A new 3.50mm x 12mm nc emerge balloon catheter was also used to advance; still the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.